Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that only one lead had migrated. It is unknown which lead migrated, therefore both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the surgical intervention was undertaken on (B)(6) 2020 wherein the lead that was migrated was reapportioned. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23398. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention may be pending to address the issue.